Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Improper techniques and user issues were identified in the complaint. These may have contributed to the unexpected results observed by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range 2 - 3. (B)(6) 2015, inratio = 4.2; repeat inratio = 1.2. (B)(6) 2015, inratio = 3.4. Time between all three tests greater than 8 hours. No reported adverse patient sequela. No additional information provided.